Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedances measurements. A review of the information by boston scientific technical services (ts) confirmed that out of range measurement. Ts discussed monitoring the patient and proceeding with normal follow up. At this time the device and right ventricular (rv) lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information noted that the shock impedance alert was programmed higher, no further changes were made.